Event description:
During a CABG procedure the surgeon fixated 4 zipfix devices at the sternal region. The surgeon noted after fastening the devices, three had become loose. Subsequently, the surgeon removed all four zipfix devices and replaced them with number 7 wire. Three of the devices were discarded.

Manufacturer narrative:
Facility report received reports patient age as (B)(6). Manufacturer sales consultant previously reported as (B)(6).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the received zipfix is broken in half twice at two different areas. The device shows marks of use caused from instruments during operation. The measurable dimensions were checked and found to meet the specifications. The device shows marks of use. It is unknown if the device broke in half or was cut in half during removing procedure. A functional test is not possible anymore due to the damage. A product development evaluation was also conducted and the report indicates the needle was not cut off of the device as per the technique guide, but forcefully removed of the device without creating an increased cross-section. We did not see any deformations to the locking feature as expected if any tension was applied to the device. The root cause of the device failure is inconclusive.